Event description:
Doctor reported "abd pain; vomiting; small bowel obstruction". Doctor performed a lap-band system removal to treat the events.

Manufacturer narrative:
Taper ii. (B)(4). The rptr of the complaint was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Obstruction, vomit, and abdominal pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food throughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported events of vomiting as follows: "vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."